Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, successful normal device function resumed. No additional information was reported.